Manufacturer narrative:
Device evaluated by MFR.: mustang 7.0 x 200, 75cm, was received for analysis. The device was received in two sections due to device separation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 70mm distal of the proximal balloon sleeve. This type of damage most probably occurred when the device was being withdrawn through the sheath. The rated burst pressure for this device as per mustang specification. A visual examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found the shaft of the device to have completely detached at two locations. The first break was located approximately 100mm distal of the proximal balloon sleeve. The second break was located approximately 25mm proximal of the distal balloon bond. The middle section of shaft which detached between both markerband was not returned for analysis. This type of damage is consistent with excessive tensile force being applied to the device. A visual examination found one of the markerbands to have moved distally on the device towards the tip. The markerband displacement most probably occurred due to the severe shaft damage causing it to loosen and move.

Event description:
It was reported that balloon rupture, shaft break, and balloon detachment occurred requiring an additional intervention. The patient underwent percutaneous transluminal angioplasty (pta). The 80% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon did not inflate evenly and on the third inflation at 16 atmospheres, the balloon ruptured in left subclavian vein. When the physician tried to remove the device through the jugular sheath, the balloon material was stuck at the sheath. As a result, the balloon catheter broke in half leaving the part of the catheter and the torn balloon pieces inside the patient. Subsequently, the physician punctured on the right femoral artery with a 16 french sheath. After angiography, a minor vessel injury was observed. The device was successfully removed by snare. The procedure was increased by three hours and was completed with another of same device. The patient was sent to emergency room for monitoring possible complications. It was further reported that the patient condition was stable post procedure.

Event description:
It was reported that balloon rupture, shaft break, and balloon detachment occurred requiring an additional intervention. The patient underwent percutaneous transluminal angioplasty (pta). The 80% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon did not inflate evenly and on the third inflation at 16 atmospheres, the balloon ruptured in left subclavian vein. When the physician tried to remove the device through the jugular sheath, the balloon material was stuck at the sheath. As a result, the balloon catheter broke in half leaving the part of the catheter and the torn balloon pieces inside the patient. Subsequently, the physician punctured on the right femoral artery with a 16 french sheath. After angiography, a minor vessel injury was observed. The device was successfully removed by snare. The procedure was increased by three hours and was completed with another of same device. The patient was sent to emergency room for monitoring possible complications. It was further reported that the patient condition was stable post procedure.

Event description:
It was reported that balloon rupture, shaft break, and balloon detachment occurred requiring an additional intervention. The patient underwent percutaneous transluminal angioplasty (pta). The 80% stenosed target lesion was located in the non-tortuous and mildly calcified arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon did not inflate evenly and on the third inflation at 16 atmospheres, the balloon ruptured in left subclavian vein. When the physician tried to remove the device through the jugular sheath, the balloon material was stuck at the sheath. As a result, the balloon catheter broke in half leaving the part of the catheter and the torn balloon pieces inside the patient. Subsequently, the physician punctured on the right femoral artery with a 16 french sheath. After angiography, a minor vessel injury was observed. The device was successfully removed by snare. The procedure was increased by three hours and was completed with another of same device. The patient was sent to emergency room for monitoring possible complications.